Manufacturer narrative:
Section d4: lot number and unique identifier (UDI)# updated. Section h4: device manufacture date updated. The device was received for evaluation. The lot number was provided along with the returned device. The device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The product was manufactured on 3rd august 2023. The balloon was inflated with 10ml as per requirement and a balloon leak was confirmed. A pinhole was found at the balloon edge area. This pinhole was caused by the bubbles trapped in the latex and when dipping this bubble attached to the catheter, thus, causing the bubble area was not covered with latex throughout the dipping process. 100% inspection for balloon was performed for all catheters, however this 100% inspection used air inflation method instead of water inflation method. The pressure exerted by air was different than water. Thus, this condition could not be detected during 100% inspection. A non-conformance (nc) was issued to address bubbles trapped in latex. This nc was closed in 2023. The affected batch was manufactured before the implementation of this nc. Thus, the action taken was considered effective.

Event description:
The customer reported that a pinhole was found during the balloon test prior to use. There was no patient use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.